Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The medical affairs specialist contacted the pt to obtain and verify info. The pt reported that about four months earlier in the early morning before breakfast, she attempted to test her blood glucose level but the reported meter would not power on. At the time of the incident, the pt was experiencing symptoms such as a rapid heartbeat and feeling faint. The pt contacted emergency services; the paramedics arrived a few minutes later. The paramedics did not test the pt's blood glucose level, gave her oxygen, and transported her to the hospital. The pt's blood glucose level as tested by the hosp emergency room was 359 mg/dl and she was treated with insulin. The pt was admitted to the hospital for 4 to 5 days, and diagnosed with complications due to diabetes. The pt stated she had a backup meter, and on the day of the incident she obtained a blood glucose result on the backup meter of 'in the 300's mg/dl'. The pt stated her blood glucose levels usually are 350 mg/dl to 370 mg/dl if she eats poorly, and in the mid-100's mg/dl if she 'starves herself.' The pt also states she has previously experienced the symptoms of feeling faint and a rapid heartbeat when her blood glucose levels are elevated. The customer care advocate determined during the troubleshooting telephone call that the pt was using correct test strips and the meter's battery was less than one year old. The meter, test stips and control solution were replaced.